Event description:
Reported pump was shut off overnight. The pt went down for testing and when returned to room nurse wanted to start up the infusion. Turned on and programmed the device. At some point the nurse realized the pump was not infusing so the pump door was opened and upon inspection the silicone pumping segment was occluded from kink to kink and decompressed. Unable to provide the amount of time, the device was not infusing. Nurse said there were no alarms displayed. Biomed tested the pump and noted it passed all tests. Have contacted customer four times in order to get additional details about incident including device serial number, but no response. Product not received as of the time of this report. If product received, a f/u report will be sent when investigation is complete.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.